Event description:
Medtronic received information regarding a imaging system being used in an unknown procedure. It was reported that the system was unable to open and was closed around the patient bed. Troubleshooting, or team was in the process of rebooting at time of call. Once system was powered on, system booted into standalone mode and was unable to open the gantry. Ts had site hold the yellow button and pendant button to open. Site noted the system was very slowly opening. System was successfully able to be removed from bed. Resolved patient was present. There was unknown surgical delay and impact on patient outcome.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and opened and closed the door 25 times with no issues. Removed covers, inspected door switches, door winch, and cable, and the rotor tractor drive and belt. No damage wear or issues noted on any of these parts. Logs did not show any instances of "fail door open". Logs did show several e-stop fault (error number=16384). Found the dongle screws were loose, and tightened them. The logs also showed that the system was left on overnight. Leaving the system on overnight could cause issues. Completed system checkout. System was fully functional at this time. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2:additional information was received.section a,updated b5 and f code in h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the procedure was sacroiliac and thoracolumbar.this issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.